Event description:
It was reported that visible air and leak occurred. During a pulsed field ablation (pfa) atrial fibrillation ablation procedure, a faradrive steerable sheath was selected for use. During the procedure the faradrive sheath was used with the connect for transeptal access. Left atrial access was achieved with ease, and the wire and dilator were removed from faradrive sheath. The physician began to flush the sheath and discovered air kept entering the sheath in the side port and entering the syringe during aspiration. It is suspected by the user that there was a problem with the valve and that is where air was entering the system. No air was present in the transparent portion of the sheath; thus, the user believed the air came from the sheath valve and directly pulled into the side port while flushing. The physician performed troubleshooting by analyzing that air was not being pulled from the lumen. No air was seen in the patient. A small amount of fluid was seen leaking at the sheath valve. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes the reported leak was confirmed. Laboratory analysis of the returned faradrive steerable sheath revealed a tear on the external valve, creating a leak path. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: visual inspection of the device noted that no abnormalities or defects were found on the exterior of the sheath. The faradrive steerable sheath was leak tested and did not pass leak tests. A leak from the hemostatic valve was observed. Microscopic inspection also revealed a tear was identified on the external valve, creating a leak path. Inspection of the remainder of the device presented no other damage or irregularities. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk review: a risk review performed for the faradrive device confirmed that the event of visible air/bubbles and leak were a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the faradrive device is acceptable. Investigation conclusion: boston scientific's investigation determined the tear in the silicone of the hemostatic valve most likely caused the leaking observed clinically and was likely attributed to the device design.

Event description:
It was reported that visible air and leak occurred. During a pulsed field ablation (pfa) atrial fibrillation ablation procedure, a faradrive steerable sheath was selected for use. During the procedure the faradrive sheath was used with the connect for transeptal access. Left atrial access was achieved with ease, and the wire and dilator were removed from faradrive sheath. The physician began to flush the sheath and discovered air kept entering the sheath in the side port and entering the syringe during aspiration. It is suspected by the user that there was a problem with the valve and that is where air was entering the system. No air was present in the transparent portion of the sheath; thus, the user believed the air came from the sheath valve and directly pulled into the side port while flushing. The physician performed troubleshooting by analyzing that air was not being pulled from the lumen. No air was seen in the patient. A small amount of fluid was seen leaking at the sheath valve. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported.